Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. Correction: 1. The report type (b1) and outcomes (b2) sections were incorrectly reported as adverse event and required intervention to prevent permanent impairment/damage. B1 is being corrected to product problem and b2 is not applicable as the procedure was completed with another implant. 2. Type of reportable event (h1) was incorrectly reported as a serous injury. H1 is being corrected to malfunction. The following sections are being reported: b1: report type was updated. B4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H1: type of reportable event was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie received one implant packaging for investigation. A visual evaluation was performed, and it was found that the packaging had already been opened by the customer. No implant/vial was identified inside the packaging. Therefore, the coob/event could not be confirmed. DHR review was completed for the subject lot number 1258073. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1258073 for similar events and no other complaint was identified. Per the applicable IFU, it is stated: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. Based on the investigation, the most likely root cause determined was improper handling of devices/packaging outside of zimvie controls. Therefore, based on the available information, packaging malfunction and the reported event could not be verified since the condition of the product/packaging as received by the customer was unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed

Event description:
It was reported the clinician attempted to place an implant, the vile was removed from box and there was not an implant in the vile. Another implant was available to complete the procedure. No impact to patient.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). PMA/510(k) number: k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.